Event description:
Customer contacted ameda, inc. On (B)(6) 2015 reporting the batteries inside the battery compartment of the purely yours breast pump exploded in 2 separate incidents. The first event of batteries exploding occurred on (B)(6) 2015 while pumping. Black battery fluid covered the inside of the battery compartment but she did not come in contact with the fluid. Customer wiped the inside of the compartment clean with soap and water after the first incidence and used new batteries for the next pumping sessions. Batteries exploded once again on (B)(6) 2015 while the customer was using the purely yours pump to express her breast milk. Customer denies burn, injury or property damage.

Manufacturer narrative:
The returned product was tested by ameda engineering protocol to determine whether the allegations of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark gray substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting, or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.